Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to high out of range shock impedance measurement, measuring greater than 140 ohms and all other measurements were within range. Prior to wound closure, the physician was informed of the high value of the shock impedance and had checked the lead connection. The lead was then implanted in a new right ventricular (rv) position (medial rv septum) and after the pacing system analyzer (psa) measurements with stable measurements, a new connection to the device was made. On the programmer measurements, the shock impedance measurement was still high at 130 to 140 ohms. It was decided that a new lead would be implanted. The new lead was implanted and the measurements taken using the psa were similar to the replaced lead. Connection of the lead to the device was made and the shock impedance continued to be high. Boston scientific technical services suggested to wet the device pocket with saline solution. The new r-wave measurement appeared to be too low and the physician decided to use a different ICD. A new ICD was implanted and the shock impedance measurement was between 125 to 130 ohms. The physician decided to close the pocket and accept this value. After pocket closure the measurements were taken again and found to be in stable range, shock impedance was at 117 ohms. The shock impedance was measured again prior to patient discharge and the shock impedance measurement was at 81 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to high out of range shock impedance measurement, measuring greater than 140 ohms and all other measurements were within range. Prior to wound closure, the physician was informed of the high value of the shock impedance and had checked the lead connection. The lead was then implanted in a new right ventricular (rv) position (medial rv septum) and after the pacing system analyzer (psa) measurements with stable measurements, a new connection to the device was made. On the programmer measurements, the shock impedance measurement was still high at 130 to 140 ohms. It was decided that a new lead would be implanted. The new lead was implanted and the measurements taken using the psa were similar to the replaced lead. Connection of the lead to the device was made and the shock impedance continued to be high. Boston scientific technical services suggested to wet the device pocket with saline solution. The new r-wave measurement appeared to be too low and the physician decided to use a different ICD. A new ICD was implanted and the shock impedance measurement was between 125 to 130 ohms. The physician decided to close the pocket and accept this value. After pocket closure the measurements were taken again and found to be in stable range, shock impedance was at 117 ohms. The shock impedance was measured again prior to patient discharge and the shock impedance measurement was at 81 ohms. No adverse patient effects were reported.